Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: a review of the black box revealed multiple call service (cs) 162 "loss of prime" warnings due to low none zero force warnings. There were no ¿cs162¿ warnings or any errors, alarms or warnings that occurred during the investigation. The product performed within specification. The reported ¿loss of prime¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.